Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the patient¿s pulses were unable to be heard on doppler bilaterally. An ultrasound was performed and showed diminished flow to lower extremities, and there was no flow noted on the impella side. A reposition sheath was placed, and some flow was restored, and leg color and temperature returned to within normal limits. The sheath was sutured in place and the patient was weaned off levophed and norepinephrine.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records.